Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was a resistance/impedance increase. The s2d data file (B)(4) shows ventricular lead impedance increase from 1116 to 1367 max ohms between (B)(6) 2011 and (B)(6) 2012. The ventricular impedance at implant equaled 477 ohms.

Event description:
It was reported that the right ventricular (rv) lead has had increased impedance and threshold. It was noted that there is history of thyroid causing high thresholds, as it coincides with when the patient started taking thyroid medication last year. The rv lead was switched to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.